Manufacturer narrative:
The sales representative was requested information such as the date of explant, additional information regarding the patient infection, other surgical outcomes or effects on the patient, and the patient's weight; however, they were not able to provide any of the requested information.

Event description:
Implant was removed as a result of a patient infection.